Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e serial number: (B)(6). Batch/lot number: (B)(6) model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4)/

Event description:
It was reported that the patient experienced numbness, tingling and pain in the abdomen following a trial procedure. It was noted that the pain was very intense which made the patient scared. Program optimization was attempted and was successful. However, the patient decided to have the trial leads removed due to fear of the abdominal symptoms returning.